Event description:
As reported via the (B)(4) study, a patient experienced two vessel dissections caused by non-cordis products and based on cec adjudication minutes received 1/31/2012, an mi during the index procedure. During the index procedure, treatment was provided to the proximal, mid and distal right coronary artery (rca). The distal rca was 35mm in length, severely calcified, moderately tortuous, class b2 and de novo with 80% stenosis. The mid rca had 90% stenosis. The proximal rca lesion was 10mm in length, class b1, and de novo, with 40% stenosis. The lesions in the mid an distal rca were treated with rotational atherectomy and balloon angioplasty. A 3.0 x 28mm cypher rx went failed to cross the mid rca lesion and was removed without adverse events. A 3.5 x 18mm endeavor stent was deployed at 16atm and post dilated with a 3.5 x 18m balloon at 16atm. A second endeavor (3.5 x 18) stent was placed overlapping the first to cover the mid rca lesion. Following deployment of the second endeavor stent, a proximal edge dissection was noted and a 3.5 x 18mm cypher stent was deployed proximal and overlapping the previous stent to control the dissection. This stent was into the proximal rca. Following this, a dissection was noted at the guide tip (st. Jude 6f, 12mm), and although it did not appear to be extensive with no flow compromise, it was treated with a 3.5 x 13mm cypher stent. The cypher stents were post-dilated with a 4.0 x 20mm balloon at 15atm. According to the angiographic core lab report, there was 4mm between the two cypher stents. Post procedure, the patient experienced an elevated troponin level up to 0.73 (uln 0.09). Cec adjudication minutes were received on 1/31/2012. The committee determined that the patient experienced a peri-procedure myocardial infarction based on the troponin level.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient underwent the study index procedure and had device failure to cross and a peri-procedural mi. This is an (B)(6) female with medical history including non-target vessel pci (B)(6) 2009, dyslipidemia, hypertension, chronic lbbb and diabetes. The indication for the index procedure was angina with a positive functional exam. Angiography revealed a 40% stenosis of the proximal rca, a90% stenosis in the mid rca and an 80% stenosis of the distal rca. In (B)(6) 2010, the index procedure was done to treat the three rca lesions. The target lesions in the mid and distal rca were treated with rotational arthrectomy and balloon angioplasty. Delivery of the study stent to the distal rca was attempted; however, it could not negotiate the acute margin branch and was withdrawn. One non-study stent was successfully delivered and deployed in the distal rca. The core lab reported a 10% residual stenosis, no dissection and timi 3 flow with the comment "non-study stent overlaps with further stent proximally used to treat further target lesion in mid rca". At this point, one non-study stent was delivered and deployed in the mid rca, overlapping the non-study stent in the distal rca lesion. The core lab reported a 10% residual stenosis, no dissection and timi 3 flow. However, the catheterization summary notes that following deployment of the second stent there was a proximal edge dissection. And, for this reason a third stent, a study stent, was placed to control the dissection. Following deployment of the third stent a dissection was noted at the tip of the guide catheter. Although the dissection did not appear extensive or flow limiting, the decision was made to place an additional stent to cover the dissection. The stent was post-dilated. The core lab reported the third target lesion in the proximal rca had 10% residual stenosis, no dissection and timi 3 flow with the comment "an additional stent is placed proximally due to vessel dissection. There is a gap between both stents of approximately 4 mm. The first stent (most distal) overlaps the stent deployed to treat the mid rca". Post procedure cardiac enzymes noted a rise in troponin to 0.73. The ECG core lab reported uninterpretable mi due to lbbb. The site reported no post-procedure complications and the patient was discharged the following day on dual anti-platelet therapy. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Failure to cross is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition and composition, operator technique, and appropriate device selection. These issues are likely factors in this event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00027 and 3003742446-2012-00028.

Manufacturer narrative:
Concomitant medications at the time of the index procedure included 81mg aspirin, 70mg fosamax, 40mg lipitor, 20/25 lotensin/hctz, 80mg lopressor, 88mcg synthroid, and bivalirudin (intra-procedure). Concomitant devices included 3.5 x 18mm endeavor stent, 3.0 x 24mm endeavor stent, st. Jude 6f, 12mm guiding catheter. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00027 and 3003742446-2012-00028.